Event description:
Event description cpi received information that after an av nodal ablation, the implantable cardioverter defibrillator (ICD) was oversensing resulting in pacing being inhibited intermittently. The physician was unable to reproduce the oversensing with pocket manipulation.